Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Review of device data noted oversensing of sense b artifact noise. Surgical intervention was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Review of device data noted oversensing of sense b artifact noise. Surgical intervention was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.